Event description:
It was reported that, spontaneous breakage of the stem at the edge of the prosthesis, without the patient falling and without any warning signs leading to significant pain on mobilization. Patient had a revision due to implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: patient information: 74 years, 74 kg, 149 cm, retired woman active (walking, gardening) product will be returned. Implantation surgeon: dr. (B)(6). Operative report (will be reviewed during investigation). Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00681. H3 other text: in transit to manufacturer.

Manufacturer narrative:
Concomitant medical devices: hd mtsl cone 8/10 d28/0 c.moyn; item: 15012806; lot:2048179 unknown insert 28/48; item: illegible; lot: 2x48439 press fit cedior metasul cup size 48; item: illegible; lot: illegible investigation and conclusion 1. Event description: it was reported that the patient underwent initial right tha on (B)(6)2001 and sustained a spontaneous breakage of the stem at the edge of the prosthesis at the end of (B)(4)2021 without a fall event and without any warning signs leading to significant pain. A revision of the hip was performed on (B)(6)2021 with a quarantine of the fractured prosthesis. Harm: s3 - exposure to anesthesia, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: the surgical report for the initial implantation dated (B)(6)2001 has been received: indication: bilateral coxarthrosis currently more painful on the right side evolving for almost one year procedure: right total hip arthroplasty patient data: female, 74 years, 74 kg, 149cm, retired but active (walking, gardening) 3. Product evaluation: visual examination: the complaint product as well as the associated products (shell, insert, head) were returned for investigation. A visual examination was performed and the fracture of the exafit stem in the transition zone between stem neck and shoulder could be confirmed. The fracture runs through the rectangular impaction hole which is located on the lateral side. The fracture surface shows signs of fatigue fracture in the form of progression lines originating from the lateral side of the stem with the distal fracture surface being partially polished and the edge being mostly worn. Signs of corrosion can be observed on the distal portion of the stem, likely due to cement and a long implantation time (~20 years). The insert and shell were received assembled and are partially damaged, likely due consequential damage resulting from the stem fracture. The received femoral head shows multiple scratches on the articulating surface, likely deriving from the revision procedure. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Device history: the first design of exafit standard stem was launched in 1999 under the reference 01.06005.xxx. In 2003, breakages of these exafit stems were reported at the neck of the stem. Their origin was a notch effect of the impaction hole. In april 2003, exafit standard stem was changed with a new design (new impaction hole) and new references: 01.06006.xxx. Exafit stems of the old design include corners at the impaction/extraction hole, which may lead to a stress concentration increasing the risk of a fatigue fracture. In order to reduce this risk, the edges of the hole were replaced by a round curvature in 2003. The complained exafit stem subject to this complaint was manufactured according to the old design. 5. Conclusion: it was reported that the patient underwent initial right tha on (B)(6)2001 and sustained a spontaneous breakage of the stem at the edge of the prosthesis at the end of (B)(6)2021 without a fall event and without any warning signs leading to significant pain. A revision of the hip was performed on dec 3, 2021 with a quarantine of the fractured prosthesis. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No x-rays or medical records apart from the implantation report from (B)(6)2001 were received. The visual examination confirms the reported event and showed it to be a fatigue fracture passing through the impact hole. One possible factor for the fatigue fracture is the high stress concentration at the impact hole coupled with a long implantation time (~20 years). According to the manufacturing records, the stem was manufactured prior to the design change that corrected this issue. However, as the reason for the fracture may be multi-factorial, with contributing factors from the implant, the patient, and the surgical procedure a specific root cause was not identified. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product not available.

Event description:
It was reported that, spontaneous breakage of the stem at the edge of the prosthesis, without the patient falling and without any warning signs leading to significant pain on mobilization. Patient had a revision due to implant fracture.